Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The patient was alone when the issue happened and therefore the full sequence of events is unknown. A friend later came into the house, found the patient still conscious but weak, and assisted her to the hospital where unspecified treatment was given. At the time of the report the patient was slowly recovering. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.